Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 14-may-2025 expiration date: 01-apr-2035 part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile lot number: 65428p1 (sterile) lot quantity: (B)(4) nonconformance noted: n/a. Review of the DHR file: note; helical blade was manufactured by elmira; lot numbers 63418p3 quantity (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 65428p1. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review a manufacturing record evaluation was performed for the finished device with batch number 65428p1. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an osteosynthesis surgery for trochanteric femoral fracture with the impacted products. The tfna augmentation was for a femoral trochanteric fracture. The drill interfered with the nail during distal interlock drilling. The surgeon verified the insertion handle, the blade when attaching the nail to the aiming arm, and checking of the interlock, which showed no problems. It was suspected that the incision was too small, causing the sleeve to be carried anteriorly. An additional incision was added and drilled again, which was successful. During insertion of the locking screw, a fracture of the cortical bone lateral to the screw insertion site was discovered. A lateral fluoroscopy showed that the screw had gone out of alignment anteriorly. After removing the screw and checking the drilled hole with the wire, the nail had penetrated the hole. The screw had likely been carried anteriorly into the hole that was initially drilled anteriorly. Therefore, the screw was carefully advanced while checking the front and lateral views. The surgery was completed successfully within 30 minutes of delay. The fracture site had become a third bone fragment approximately 2 cm anterior to the lateral side, and it was decided to carefully consider the timing of postoperative weight bearing. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.